Event description:
Follow up.

Manufacturer narrative:
H3 other text: placeholder.

Event description:
Follow up.

Event description:
Follow up.

Manufacturer narrative:
H3 other text : placeholder.

Manufacturer narrative:
The device used is indicated as available for evaluation. As of the date of this report, the sample has not yet been returned. A follow-up report will be provided once the sample has been received and reviewed.

Event description:
Significant catheter leakage (3 occurrences with the same patient and at least one other). Very rare problem, 3 different experienced inserters. Red track along the course of the vein, difficult withdrawal from the saphenous, oedema in the limb. Different location in each case. Patient presented with probable superficial hardening/cellulites/phlebitis following dwell times of 11, 3 and 3 days. The inserting mds believe that the catheter is getting stuck in the splittable introducer needle, which affects permeability, and that breakage may occur. Total number of leaking catheters: 4; total number of needles: 6.